Event description:
A malfunction was reported, identified as malfunction code 9. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if any issues arose.